Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2010. Of note, the reportable malfunction and/or serious injury (high impedance and possible lead fracture) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2011. Information was subsequently received on (B)(4) 2010 and revealed the patient died.. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that there was high impedance and an apparent lead fracture on the right ventricular lead. Through follow up it was reported that during a lead extraction, the patient had an atrial perforation and died in the operating room.